Event description:
The customer reports that the spring wire guide kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one swg for evaluation. Visual inspection of the swg revealed three kinks in the wire body. Microscopic examination of the swg confirmed that both welds were in place. The kinks in the swg body were measured at 345mm, 579mm, and 586mm from the distal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.862 mm which is within specifications of 0.838-.877mm per swg graphic. The returned swg was inserted into a lab inventory ars and a lab inventory 18 ga introducer needle; the undamaged portions of the swg passed through with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested."the report that the spring wire guide was found to be kinked in use was confirmed through this complaint investigation. The returned guide wire was found to have three kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review was completed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during patient use.